Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381867 and lot number 3139595. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event date 7 dec. 2025 it was reported that "on around ten catheters tested: no securing of the needle when pressing the button" (B)(6) 2025 was the device being used on a patient when the problem occurred? No, it was being demonstrated to a student. All other mds tested had the same problem.